Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 07/09/2013-device evaluation: the pump has been returned and evaluated by product analysis on 06/10/2013 with the following findings: evaluation revealed that the display screen was dim and faded and the screen was discolored upon start up and display lens was found to be scratched. The contrast setting is set at '7'. Investigators increased the contrast setting to the maximum of '10' with little improvement observed. Investigators replaced faded display with test display. The test screen is fully functional and is fully illuminated with no visible signs of fading or discoloration of text and completed the testing with test display. Unrelated to the complaint, the keypad was found to be worn.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.